Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support and enrolled in the protect IV study. The complainant reported the patient was on impella cp support and the patient had acute tubular necrosis and notable chronic renal failure increase requiring continuous venovenous hemofiltration post impella cp implant. The patient was escalated to the impella 5.5.

Manufacturer narrative:
Pump was not returned for investigation. Data logs were not returned as well. The root cause of the thrombocytopenia issue was not determined due to insufficient clinical details. Without the product back, data logs and lack of important clinical details, the hemolysis failure cannot be further investigated. Therefore, the root cause of the hemolysis issue was not determined since product was not returned, data logs were not returned and insufficient clinical information was provided. Additional information added in b5 and h6 for clinical code, which was inadvertently left out in the initial report.

Event description:
Additional information noted that during a study, it was found that the patient experienced hemolysis and was found to be probably due to the impella and the impella procedure.